Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "siliconomas"; "axillary adenopathies".

Event description:
Healthcare professional reported left side "painful axillary adenopathies, siliconomas, mastalgia." Device remains implanted.